Manufacturer narrative:
Complaint evaluation was completed on 5/28/2024: the pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there were several abrupt power offs found in the log, as reported by the end user. An abrupt power off can be seen below on event line 19 by the "log_event_on" code without an "log_event off" code before it: event 19: log event_on time: 165:165:165 software version: 213 reasons: log on cause onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Seeing the code "log event on" code without an "log event off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on its own. A 100 ml infusion was ran on the pump using the end user's parameters of a 46 hour infusion. The infusion ran for 100 ml at a rate of 2.2 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. Upon further evaluation there were no loose connections or components inside of the device, which could have contributed to the reported malfunction and the instances found in the event log. Functional testing did confirm the reported condition but was unable to be duplicated. Reported issue found, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event. The MDR reportability of this complaint was being upgraded to "yes" on may 17, 2024, as the abrupt power off reported in the complaint is determined to be reportable according to the updated MDR decision tree guide.

Event description:
It was reported that patient's pump power itself off. No patient harm was reported.